Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device replacement was not due to battery issue. Please refer to the attached analysis report which is related to the battery issue.

Event description:
The pacemaker was implanted on 12.03.2022 and was explanted on 20.10.2022 during a right ventricular lead revision. The lead revision was performed because of artefacts and oversensing. The pacemaker decided to change the device as well just to be sure to exclude any problems with the header. So the explantation of this affected device is not related the fsn. The device has been disposed and is not available for investigation anymore. However, a follow up was performed on (B)(6) 2022. The battery impedance was 0,23 kohm. The complaint relative to the lead issue is (B)(4).